Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ls 23ga 1-1/4in tw needle was missing the needle sleeve. This was discovered during use. The following information was provided by the initial reporter: needle without needle sleeve. Needle without needle sleeve. Acupuncture incidents have been reported frequently to the hospital security unit, hoping that the company will pay special attention to it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and one physical sample was received by our quality team for evaluation. From the photo, the needle was observed with the cover separated from the syringe. Visual inspection of physical sample, showed the syringe tip broken into two pieces. The team was unable to confirm the customer experience of a missing shield, however was able to confirm a broken tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team evaluated the 5ml assembly line and there are no possible contact points that can cause damage to the syringe tip and this non-conformance would be able to be auto-rejected from the on-line leak test station at assembly machine. The team had evaluated the 5ml packaging line and any damage to the syringe tip by the machine may cause torn topweb, however, torn topweb was not observed from the returned sample. Therefore, the root cause was not determined.

Event description:
It was reported that syringe 5ml ls 23ga 1-1/4in tw needle was missing the needle sleeve. This was discovered during use. The following information was provided by the initial reporter: needle without needle sleeve. Needle without needle sleeve. Acupuncture incidents have been reported frequently to the hospital security unit, hoping that the company will pay special attention to it.